Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the patient has expired after an implant duration of approximately 25 days. Patient also had an edwards' valve implanted during same surgery, reference serial number (B)(4). Operative report indicates, " the ring was seated and the sutures were tied and cut. Competence of the valve appeared excellent". Hospital summary indicates, "patient had a complex hospital course. He was intubated for a prolonged period and eventually required tracheostomy. He has had febrile episodes almost since immediately following his operation. Despite an exhaustive search, no definite source was identified. The patient eventually coded and despite maximum effort at resuscitation, he expired."

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device relationship to the patient's death, or a quality deficiency during manufacturing.